Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1827402 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. This device is available for analysis but the engineering report is not yet available. Additional information will be submitted within 30 days of completion of the product evaluation.

Event description:
As reported, the patient was having a cerebral angiogram, after shuttling down the white advancer tube of the mynxgrip vascular closure device (vcd) 5f was not seen and the plug did not deploy. There were no reported patient injuries. Manual compression was used, and no complications were seen. The physician used a normal stick for femoral access. Femoral artery suitability was verified including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was stored in the procedure room in the appropriate temperature. The device was stored, handled and prepped per the instructions for use (IFU). There was no difficulty removing the product from the packaging. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. Manual compressions were performed for thirty minutes or less. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient was having a cerebral angiogram, after shuttling down the white advancer tube of the mynxgrip vascular closure device (vcd) 5f was not seen and the plug did not deploy. There were no reported patient injuries. Manual compression was used for thirty minutes or less, and no complications were seen. The physician used a normal stick for femoral access. Femoral artery suitability was verified including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was stored in the procedure room in the appropriate temperature. The device was stored, handled and prepped per the instructions for use (IFU). There was no difficulty removing the product from the packaging. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. Additional procedural details were requested but are unknown. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The advancer tube was observed on the catheter shaft, approximately 94 mm from the balloon proximal tip as received. The advancer tube was not engaged to the tamp lock. The sealant sleeve was observed fully pulled back to the shuttle handle. The sealant and procedural sheath were not returned with the device. Yet, it is unknown if the device was manipulated post-procedure. The catheter and shuttle cartridge were inspected for anomalies that may have contributed to the reported event. No visual damages or anomalies were observed. Shuttle down procedure was simulated and the advancer tube was found properly engaged to the proximal tamp lock and then the distal tamp lock during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A device history record (DHR) review of lot f1827402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, it cannot be conclusively determined why the shuttle down step (failure to deploy) could not be completed since functional analysis was performed successfully. Based on the limited information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported. However, it is possible that it was caused by an incomplete engagement of the advancer tube during the procedure since there were no anomalies noted to the device and functional analysis was successful. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.